Manufacturer narrative:
E1:(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed on the floor under an ak 98 machine during hemodialysis therapy. The machine leaked but did not alarm. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h6, h11. H11: the device was not received for evaluation. The machine was inspected on site by a local engineer, however no repair information was reported. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the leakage event was not determined as no further or actual sample testing could be conducted. Should additional relevant information become available, a supplemental report will be submitted.